Manufacturer narrative:
Additional information: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m142049 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m142049 , test base part number 190-430 / lot: m142049 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m142049 showed that the complaint rate is 0.007%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported an unconfirmed false positive result on a nasal swab with ID now covid-19 assay. Repeat testing was performed and generated negative results. Confirmation testing was performed on (B)(6) 2021 with pcr and generated negative results. Per the customer, there was no patient harm due to test results. Additionally, there was no delay or impact in treatment due to test results.